Event description:
It was reported that as the nurse was removing the pa catheter from the introducer sheath, the pt began bleeding from the site. It was found that the introducer sheath had separated at the hub. The sheath was removed from the pt percutaneously, without any complications.